Event description:
Customer reported system is displaying a low ma error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and performed a filament calibration. This MDR is related to ge healthcare complaint.